Event description:
Post-deployment of the precise stent, the physician had moderate difficulty maneuvering the captured angioguard device (capture sheath) back through the deployed stent. The physician attributed this to the severely tortuous anatomy of the left internal carotid artery. The physician was eventually able to remove the captured angioguard by carefully steering it back through the vessel. The device never caught on the stent; it was just difficult to steer out past it due to the tortuosity of the vessel. There was no reported patient injury. The product was not returned for analysis. Without the return of the actual device in question for evaluation, lake region is unable to determine the exact cause for this incident. Lake region did review the device history records relative to the manufacturing, inspecting and packaging of lot 01982526. This packaging lot contained 98 units, which were shipped from lake region on october 26, 2006. The history records indicate this product was final inspection tested at lake region manufacturing and was determined to be acceptable. Based on the information available, it appears that the problem experienced by the customer may have been caused by vessel characteristics and procedural factors and is not related to a product quality issue.